Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use was found adequate and states the following: "easy to use soft elasticated comfasure® has an anti-slip backing. It¿s unique, easy-to-operate retainer clip secures with a ¿click¿ - supporting catheter or drainage bag tubing. Easy to choose comfasure® is available in three sizes. To determine the correct size needed, measure the circumference of the widest point of the thigh (a) or abdomen. Comfasure® is available on prescription in packs of five. Overnight link system when you go to bed at night, do not disconnect your leg bag from the catheter. Connect a 2000ml bed bag (uriplan® d813131 or d1mt) to the flexible tube at the bottom of the leg bag tap. Once the two bags are securely connected, open the tap of the leg bag, to allow overnight drainage of urine into the bed bag. To support your uriplan® bed bag at night it should be placed on a floor stand or hanger. Uristand® is not available on prescription. Contact bard for ordering details.."

Event description:
It was reported that the bags did not expand, so the urine did not flow between the pouches. The patient normally blows into the bags before putting them into the urostomy bag that would allow urine to flow into them.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the bags did not expand, so the urine did not flow between the pouches. The patient normally blows into the bags before putting them into the urostomy bag that would allow urine to flow into them.